Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were performed. There were no patient consequences.